Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that about six months prior to the report they were having a wireless security system put in. When she would walk by the box on the wall her stimulator would turn off. The patient did use the patient programmer (pp) to verify stimulation was off, but was unsure if she read the pp right because it was new. When she walked by the box in the wall, she was not able to feel stimulation; she was like three feet away from it. Her left arm was where she had nerve damage, and her left arm would start burning and was very painful. She would walk by the box the second time and stimulation would be back and the pain would be gone. The box was removed from the wall which was wireless and they used the old fashion one that was hard wired. A remote wireless receiver was put in the spare bedroom up in the ceiling inside of a closet. If the patient stayed in the closet too long she would start to have pain in he r arm again; once she moved away from the closet the pain would go away. About six and half months ago a friend brought over a lot of computer stuff. He was working on her laptop and when he had all of his ¿stuff¿ on, she had pain in her left arm and she had to move away from him. Once she moved away the pain stopped. Guidelines regarding physical movement, emi, and airport security were reviewed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.